Event description:
During testing and repair at the independent repair center, the irc5p concentrator alarm would not function. This was due to the pc board which had no alarm that led to the malfunction.